Manufacturer narrative:
An event regarding dislocation involving an adm liner was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection:the device was returned assembled together with the metal head. Some scratches were observed on the articulating surface of the returned adm insert as caused probably by the dislocation event and/or explantation. Dimensional inspection:the device could not be dimensionally inspected as it was returned assembled together with the metal head. Only the sphere diameter could be dimensionally measured and it was within specification. Medical records received and evaluation: a review of the records by a clinical consultant concluded: cup malposition in low inclination and absent anteversion has contributed to impingement and recurrent hip dislocation where the presence of a mdm liner has resulted in an intraprosthetic dislocation requiring revision surgery. The normal postoperative capsular laxity plus patient non-compliance with rehabilitation protocols are important secondary factors to contribute to the dislocation events. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: cup malposition in low inclination and absent anteversion has contributed to impingement and recurrent hip dislocation where the presence of a mdm liner has resulted in an intraprosthetic dislocation requiring revision surgery. The normal postoperative capsular laxity plus patient non-compliance with rehabilitation protocols are important secondary factors to contribute to the dislocation events. No further investigation for this event is possible at this time as insufficient clinical information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient had dislocation post tha. The patient was revised where physician noted head/liner dissociation of the mdm liner and head.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient had dislocation post tha. The patient was revised where physician noted head/liner dissociation of the mdm liner and head.